Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, sigmoid resection, creation of end colostomy, takedown of colovesical fistula and drainage of intraabdominal abscess on (B)(6) 2018 during which the surgeon noted an abscess and infected mesh, which was dissected and removed. It was reported the patient experienced severe pain, mesh infection, abscess, colon resection, numbness in left groin, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7, d3.